Manufacturer narrative:
Refer to manufacturer report # 3007566237-2017-02802. Further information received indicated this event pertained to one of the previous patients noted in the referenced report. Any additional information regarding the specific patient noted in this event will be captured under this manufacturer report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had ipsilateral jolting. It was stated to not be severe, so it did not interfere with workflow. The electrical sensation occurred mostly in the head and arm. The jolting was first noticed (B)(6) 2017, after the patient had a second device put in. Impedance measurements were found to be within normal range. It was also stated that the patient had transient tingling in their left hand with impedance testing in the left brain. No further complications were reported or anticipated.